Event description:
The customer reported the ventilator alarmed and shut down while in use on a patient. The customer reported there was no patient harm. Upon evaluaton, the manufacturer's service technician reported the ventilator would not power on. Review of the ventilator log history noted occurrences of a +24/+-12 volt failure and subsequent restart. The service technician replaced the power supply to address the finding. Extended self testing and performance verification testing was completed and passed per operating specifications. Analysis of the power supply revealed a component failure that may result in the unit shutting down during operation with an active backup alarm when ac power is restored.